Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the proximal end of the cylinder and passed the leakage test. The ms pump was visually inspected, leak tested, and functionally tested. The momentary squeeze (ms) pump and all kink resistant tubing (krt) was worn to the filament. The ms pump passed the leak test and did not pass the activation tests. The allegations were able to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was removed as it only working for two months after the initial implant. The device would inflate but then automatically deflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as it only working for two months after the initial implant. The device would inflate but then automatically deflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.